Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg with no problem. There was no ipg migration. The ipg was depleting, but malfunction was not suspected. The patient underwent an explant procedure due to patient lost weight and did not need the device anymore. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician believed that because the patient had a non device related surgery, the ipg may have slipped deep into a fat pocket. The ipg may have also flipped. The patient will undergo a revision procedure for removal/re-implant of the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician believed that because the patient had a non device related surgery, the ipg may have slipped deep into a fat pocket. The ipg may have also flipped. The patient will undergo a revision procedure for removal/re-implant of the ipg.